Event description:
The dental implant fx4312mlc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 5 days after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.